Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead exhibited position check failure, increasing thresholds, undersensing and far field r-wave (ffrw) oversensing. The leads remains in use. No patient complications have been reported as a result of this event.